Manufacturer narrative:
E1 - initial reporters - (B)(6) the serial number for the medical device referred to in this medical device report has not been received. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that while preparing to use sensation plus 50cc catheter it was noticed that the green coating from the guidewire on the kit was separating from the wire itself. The staff changed out the wire with one on vascular cart. They were able to use the balloon on the patient. They did not have to open a separate kit for this surgery. The patient was not affected and no harm was reported.